Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented in an unknown manner. Upon interrogation, the patient's implantable cardioverter defibrillator was found to be in back-up mode due to magnetic resonance imaging being performed without appropriate mode switch. Programming changes performed on an unknown date successfully restored the ICD functionality. No additional adverse consequences to the patient were reported.